Manufacturer narrative:
It was determined through investigation that the initially reported suspect device with model number# 8110 is a concomitant and this file has captured the correct suspect device with model number# 8015 as per investigation report. Omit: unique identifier (UDI) #, medical device serial #, device manufacture date, c20 - no findings available, d15 - cause not established.

Event description:
It was reported issues with the pca modules: "1/25-pump shut down after pca bolus, alarmed system error, 1/31-two failures, which one do you need info on, 10/13-I don¿t have an event on that date 12/29-pcacontinuous infusion and bolus programmed, button pushed, and nothing happened." Although requested, additional information was not provided. The information on patient involvement is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported issues with the pca modules: "1/25-pump shut down after pca bolus, alarmed system error, 1/31-two failures, which one do you need info on, 10/13-I don¿t have an event on that date 12/29-pca continuous infusion and bolus programmed, button pushed, and nothing happened." Although requested, additional information was not provided. The information on patient involvement is unknown.